Event description:
It was reported that patient had revision of right knee due to infection. Surgeon changed poly and washed out the knee.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection did not add anything of note to the investigation of the reported event of infection. Visual inspection: the x3 triathlon cs insert was returned for analysis. The locking wire was returned separately from the insert. There is severe damage to the locking mechanism, which would have occurred during explantation. There is also some gouging and marks on the articulating surface of the insert, which is damage consistent with explantation. -medical records received and evaluation: medical records provided were rejected for review by our clinician. It was not possible to confirm the event. Additional information such as primary operative report and pathology results are required to complete a review. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary operative report and pathology results are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The following other devices were added to this report: triathlon symmetric x3 patella; cat# 5550-g-298; lot# ak8n. Triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# ehsed. Tri rm/ll tib aug sz4 10mm; cat# 5546-a-402; lot# n5l24a. Tri ts baseplate size 4; cat# 5521-b-400; lot# jttod. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m8m4l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that patient had revision of right knee due to infection. Surgeon changed poly and washed out the knee.